Event description:
It was reported that during a colon resection procedure, the device was difficult to fire at the blue setting. The doctor commented that the tissue was too thick for the blue setting. There was no patient consequence.

Manufacturer narrative:
(B)(4). Damaged slip block assembly, firing knob dislodged. The analysis results found that it was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.